Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's reported via phone call that they were hospitalized for high blood glucose on (B)(6), 2021 with blood glucose reading was 500 mg/dl. The customer reported the results of ketones test was positive and the treatment was emergency medical services ambulance emergency room visit ahe the customer was stayed overnight at hospital. The insulin pump will be returned for analysis.